Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Physician reported right side deflation. Physician later reported "apparent leak from strap attachment". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed two openings assessed as surgical damage and unidentified (tear) opening (no shell thickness due to opening is under plug strap) also observed crack on the valve assessed as cracked valve seat diaphragm valve. ¿ plug strap separated: not observed separation on the plug strap. No other observations observed, no further actions are required.

Event description:
Physician reported right side deflation. Physician later reported "apparent leak from strap attachment". Device has been explanted.